Manufacturer narrative:
The reported issue was inconclusive. They were trying to rewarm patient in normothermia for last 2 hours, but patient temperature (pt) was dropped 0.3c. Patient temperature (pt) was 34c, targeted temperature (tt) was 37c, water temperature (wt) was 13.7c. 2 pads connected because of rest of body had burns. Right back and right thigh in place. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 11.2c, inlet temperature (t3) was 14.8c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 29 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 12941.8 and pump hours were 12076.9. Heater not engaged device was cooling. Verified rewarm flashing. Rewarm settings read rewarm from 33.1c at 0.5c/hr to 37c. Walked through correcting settings to read rewarm from current patient temperature (pt) was 34c. Restarted therapy. Advised to call back in the next 30 minutes to an hour if water temperature (wt) did not increase. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to rewarm patient in normothermia for last 2 hours, but patient temperature (pt) was dropped 0.3c. Patient temperature (pt) was 34c, targeted temperature (tt) was 37c, water temperature (wt) was 13.7c. 2 pads connected because of rest of body had burns. Right back and right thigh in place. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 11.2c, inlet temperature (t3) was 14.8c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 29 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 12941.8 and pump hours were 12076.9. Heater not engaged device was cooling. Verified rewarm flashing. Rewarm settings read rewarm from 33.1c at 0.5c/hr to 37c. Walked through correcting settings to read rewarm from current patient temperature (pt) was 34c. Restarted therapy. Advised to call back in the next 30 minutes to an hour if water temperature (wt) did not increase.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to rewarm patient in normothermia for last 2 hours, but patient temperature (pt) was dropped 0.3c. Patient temperature (pt) was 34c, targeted temperature (tt) was 37c , water temperature (wt) was 13.7c. 2 pads connected because of rest of body had burns . Right back and right thigh in place. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 11.2c, inlet temperature (t3) was 14.8c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 29 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 12941.8 and pump hours were 12076.9. Heater not engaged device was cooling. Verified rewarm flashing. Rewarm settings read rewarm from 33.1c at 0.5c/hr to 37c. Walked through correcting settings to read rewarm from current patient temperature (pt) was 34c. Restarted therapy. Advised to call back in the next 30 minutes to an hour if water temperature (wt) did not increase.